Event description:
Customer reported they tested 6 known samples (3 positives and 3 negatives) using the sars-cov-2 tma assay on the panther instrument. Customer stated the 3 positive samples were tested negative.

Manufacturer narrative:
Technical support reviewed the flash curves and stated that the samples in question showed a low rlu value of around the expected value and have the curve shape of the ic amplification alone. Sone samole showed a different pattern with a slightly raised rlu value of 451, but again the flash curve is not the expected shape for amplification of both analyte regions. Later, customer updated that the samples were not stored properly. They tested other samples with no further issues. No further action is required from hologic.